Manufacturer narrative:
No additional patient information has been provided by the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not charge defibrillation energy above 75 joules and would also not deliver a shock during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.